Event description:
It was reported, "it was noticed that the staples in the device were outside the clip, it appeared semi fired in the packaging." The device was not used.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The device was returned to quality assurance (qa) sealed in the original stryker sustainability solutions packaging. The device was inspected to confirm the staples were exposed and appeared partially fired. The yellow safety tab was also missing. This device is not functionally tested as part of the open-but-unused process. The root cause of the failure mode is unknown, however, it is likely the device was distributed in its current condition as it was returned in sealed stryker packaging, indicating a processing error. Mishandling prior/subsequent to distribution are also possible root causes and cannot be excluded based on the provided materials. The device history record for the returned stapler indicates the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 2090040-2011-00009 where a clip in the clip applier misfired and several others failed to fire properly and cauterization was needed to seal the area, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.